Event description:
This device was received as an unanticipated return. Initial examination of the device revealed break at the hypotube.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: two catheter sections, with break sites are at two different locations, were returned belonging to two different promus element (plus) catheters. An examination of the returned section of device for this complaint identified that a break had occured in the hypotube at 23cm proximal to the proximal shaft markers (approximately 20cm from the manifold strain relief). However, the proximal section of the break, including the hub manifold was not received for analysis. The hypotube was kinked at various locations. The outer and inner extrusions were slightly kinked at various locations. An examination of the balloon and crimped stent identified no issues with their profiles. The balloon did not appear to have been subjected to any positive pressure. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).